Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A representative tested the navigation system. Upon restart of registration the issue was resolved. The issue was unable to be replicated. Restarting registration resolved the issue. Device manufacturing date unavailable at time of submission. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure during a training with a demo. It was reported that the tracker moved from the forehead to the nose. Rep was unable to move it back since the registration was already stored. Restarting registration resolved the reported issue. There was no patient present when this issue was observed.

Manufacturer narrative:
Product analysis: system failed software requirements. Defect was confirmed and has been added to the test trak database as tt-42291 software registration function failure. If information is provided in the future, a supplemental report will be issued.